Event description:
It was reported that the tip of the screwdriver broke into the screw head. The tip was removed. There was no adverse consequence to the patient.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. The fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. Material analysis found no evidence of material or manufacturing defects. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that the tip of the screwdriver broke into the screw head. The tip was removed. There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.